Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The technician recommended replacing the device's lcd screen to address the issue. The customer's complaint was not confirmed. The technician was able to retrieve error logs and upload them to the server. There were no significant event(s) in the error log(s). Device did not meet acceptance criteria of evaluation process for the following conditions: missing/displaced rubber feet, cord retainer missing or broken, device exterior damaged, rear enclosure and base enclosure gap between enclosures and physical damage and will need to be replaced. No repair was performed. The unit is not needed for inventory, and it will be scrapped.